Manufacturer narrative:
Device remains implanted.

Event description:
It was reported that during a coil embolization procedure, the proximal end portion (approximately 1mm) of the last coil being implanted protruded into the parent vessel at the aneurysm neck level. No medical treatment was administered due to the reported event and the coil was left in place. There was no reported clinical consequence to the patient. No further information was available.